Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 or 43 anomalies noted. Motor was tested outside device and passed. However, device received with moisture damage on motor home switch. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The customer stated they were able to clear the alarm but not able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.